Manufacturer narrative:
H6 correction: health effect - impact code should have included 4645 - prophylactic treatment as it was not previously submitted. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted to address the issue. The infection was resolved post procedure.